Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia and high ketones. The patient's blood glucose levels reached 24 mmol/l (432 mg/dl) while wearing the pod on the arm between 5 and 24 hours. Symptoms reported include dehydration, headache, and frequent urination. The patient was treated with two intravenous saline infusions and insulin administration. The patient was discharged on the same day. The pod was discarded.